Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient (infant) passed away due to an unreported cause. On an unreported date, the patient was hospitalized for an unspecified indication. Treatment was not reported. Subsequently the patient passed away during hospitalization. The cause of death was not reported. The patient was not connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.